Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one end of the valve was found to be wobbly instead of rigid. It was noted that this was how the physician remembered the valve to be, rigid on each end so they could get it onto the catheter.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for leak, siphon, reflux, pressure-flow and preimplantation testing. The inlet connector is not connected to the rest of the rigid internal components. Therefore, it is not an anomaly that it is flexible instead of rigid. All valves are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no injury to the patient. The patient's current status was fine. There were no environmental/external/patient factors that may have led or contributed to the issue.